Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that acute stent thrombosis and chest pain occurred. The target lesion was located in the mid right coronary artery (rca). A 4.00 x 20 synergy¿ drug eluting stent (des) was advanced to the target lesion and deployed at 12 atmospheres. Another stent was attempted to be delivered, however, it held up to the proximal edge of the synergy stent and failed to deliver. The device was removed and after repositioning with a guide catheter, a 4.5mm stent was successfully deployed. Post dilation was performed with a 4.5mm balloon catheter. Patient was then moved to the recovery room. However, the patient experienced chest pain and angina and was brought back to the cardiac catheter laboratory. Electrocardiography was performed and it was noted that the proximal vessel and proximal edge portion of the stent had thrombosed. A series of balloon inflations were performed to the proximal edge of the stent and a promus premier¿ des was advanced but had difficulty advancing past the front edge of the synergy¿ stent. The promus premier¿ was removed and a non bsc guide extension catheter was then advanced and the promus premier¿ des was re-advanced and implanted. The procedure was then completed. No further patient complications were reported and the patient was discharged with good prognosis.